Manufacturer narrative:
This report has been identified as b. Braun medical inc.(B)(4). One used outlook IV set, without packaging, was received for evaluation. The set was subjected to leakage testing according to our internal specification. During this testing, leakage was observed at the bonded joint between the backcheck valve and sidearm of the safeline injection site. A potential cause identified was that insufficient solvent in combination with an incomplete insertion of the backcheck valve may have been applied at this joint during the manual assembly of the set. The current assembly procedure was reviewed and was found to be current and adequate. Therefore, an employee awareness training was performed with all appropriate personnel involved in the manufacturing of this product. The purpose of this training was to review the reported incident and ensure that all personnel understand and comply with the solvent bonding process as outlined in the assembly procedure. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Without the lot number, a thorough batch record review could not be performed. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the set leaked chemo at the disk closest to the pump. The leak was discovered on nightshift by the nurse. Once the leak was discovered the nurse stopped the infusion and informed the chemo pharmacist who had to supply a new setup. The pump was set on 21ml/hr. The bag attached to the set was a 500ml bag of ns with etoposide 103mg, doxorubicin 15mg, and vincristine 5mg admixed in.